Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the battery handpiece device did not work was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that moving parts of the trigger of the device did not move smoothly, the device had cosmetic damage, failed the leak tightness test, and had component damage. It was noted that there was housing damage/discoloration (electrical control unit (ecu) side), air leak, shaft aging deterioration, and the upper and lower trigger weregetting caught. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check for mechanical free moving, and check for sticky triggers. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the trigger of the battery handpiece device did not move smoothly, and did not work. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported however, it was reported that the event occurred in january of 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.